Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00130. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 using the penumbra system 3max reperfusion catheter and 5max reperfusion catheter. Before the procedure, no intravenous tissue plasminogen activator (IV t-pa) or heparin was administered. During the procedure, an optimo guide catheter 9fr. Was placed in the internal carotid artery (ica). A 5max reperfusion catheter was advanced along a chikai 14 neurovascular guide wire, which arrived to the m2. During this procedure, the physician probably dissected the ic-top vessel with the 5 max reperfusion catheter. After moving forward 5max reperfusion catheter, the physician inserted a 3max reperfusion catheter inside the 5max reperfusion catheter, however, the physician could not advance the 3max reperfusion catheter. Angiography revealed extravasation and subarachnoid hemorrhage (sah). The physician retrieved the penumbra system out of the body and performed an inflation treatment with the optimo guide catheter 9fr. For approximately 30 to 40 minutes. The hemorrhage would not stop and subsequently, the patient was taken to the intensive care unit (ICU). Physician's comment: I have known that the 3max reperfusion catheter and 5max reperfusion catheter should be advanced coaxially. I should have used a coaxial technique.